Manufacturer narrative:
Product ID : 977a160, serial#: (B)(4), implanted: (B)(6) 2014,explanted: (B)(6) 2016, product type: lead, product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the patient was going to have an unrelated MRI of the knee and requested the patient communicate with the implantable neurostimulator (ins) to determine MRI eligibility. The patient noted that she had no stimulation for quite a while. It was also noted that the patient may have the system explanted due to discomfort in the bra/underarm area. The ins was suspected to be overdischarged. The patient was redirected to their hcp and troubleshooting was not possible due to lack of access to the product at the time of the call. Relevant medical history included non-malignant pain and cervical/neck. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the patient¿s device wasn¿t activated as of (B)(6) 2016 and she had not used it innine months or recharged. It was noted that the battery was low. The ins was sticking up and it was really irritating her. It was noted that the battery was where the patient¿s brassiere was. The patient was to follow-up with a healthcare professional. She was going to call the managing physician and see if he was still there, and if she couldn¿t contact him the patient was going to call the manufacturer back for additional doctor listings. The patient was going to see about having the device removed. The issue was reported to have begun in 2016, about four months prior to (B)(6) 2016. This date conflicts with a previous report on (B)(6) 2014 that the patient experienced discomfort. It was noted that the patient had no falls that would have caused the ins to move. No further complications were reported or anticipated. Additional information was received and it was reported that the patient had stopped using the ins in 2016 and the ins was low. The patient stated the ins wasn't helping with their symptoms. The patient was using the ins and then the patient wasn't using the ins. The patient stopped charging the ins and believed it was going dead. The patient stated they had the ins removed from their neck. No further complications were reported or anticipated.